Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. (B)(4).

Event description:
Siemens medical solutions USA, inc. Found an article published in heart rhythm. 2016 jun titled: "is transesophageal echocardiogram mandatory in patients undergoing ablation of atrial fibrillation with uninterrupted novel oral anticoagulants? Results from a prospective multicenter registry." In the article, it was reported that a patient had a stroke after using an acunav catheter during an atrial fibrillation (afib) ablation procedure. Attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.